Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A medical review was performed by an abbott vascular clinical specialist who concluded: post-procedure results showed timi iii flow without any residual stenosis. The patient apparently died in-transit to the hospital 4 months post-procedure secondary to sub-acute stent thrombosis, but there was no confirmation by physician, diagnostic tests or autopsy. Given the lack of data, we cannot not confirm the presence of stent thrombosis and we cannot fully determine if the xience xpedition stent contributed to the outcome of the death. The reported patient effects of thrombosis and death are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient had an optical coherence tomography (oct) run on (B)(6) 2020 and it was found that the proximal left anterior descending (lad) coronary artery was moderately calcified and moderately tortuous with diffuse disease. The lesion was serially pre-dilated with 1.5x12 mm, 2.0x12 mm nc balloons and then the 2.5x23 mm xience xpedition stent was implanted with good results. Follow up on the patient revealed that the patient expired on (B)(6) 2020 while in the ambulance on the way to the hospital. The reported cause of death was due to sub acute stent thrombosis; however, as the patient did not go to the hospital and was returned back home, no angiography was performed to confirm the thrombosis and no autopsy was performed. No additional information was provided.